Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: product analysis- (nim4cm01): during the incoming inspection, the reported issue was observed, and contact failure of the left side dock was observed. H3: product analysis- (nim4cpb1): the results of the analysis concluded that no fault was found with the device. Pli-20 applicable codes: c19, d20, d14 & g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, during setup, it took time until the electrode check became ok. After setup, stimulation could not be performed during surgery, and when the electrode status was checked, it was ng (not good). Sometimes a restart resolved the issue, but in other cases, the unit had to be replaced with another one. The patient interface connection is used via a wired connection. There was no patient impact related to the event.